Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
Reflect current procedures regarding the report of a surgical intervention occurring updated to reflect the information received on 2017-dec-11 device code (B)(4)added to reflect the information received on 2017-dec-11 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-dec-11. It was reported that the patient woke up one morning 3 months before (B)(6) in pain and "agony". The patient reported that their healthcare provider (hcp) did a procedure to get the fluid out of the pump. This was clarified as a dye study. According to the patient, after this procedure, the hcp determined that the patient's pump was not functioning. No further complications were reported.

Event description:
It was reported the patient experienced pain. When a catheter dye study was attempted, an unknown catheter issue occurred. The physician was unable to aspirate the catheter. The patient was then referred for surgical intervention. The pump was used to deliver dilaudid and bupivacaine. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.